Event description:
In 2007, the pt passed away and the physician has expressed a concern that only the pause criterion is available during the suspicion phase of warn operation on this ICD. It was reported that the ER did not see any pacing spikes. Since the device will not be returned, the files from the programmer that was used and the ECG strips were sent to the MFR for review.

Manufacturer narrative:
A response from the MFR is pending.